Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported foot retraction issue. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. Factors that may contribute to difficult to open or close the foot include, tissue or suture caught in the foot or aggressive technique. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a closure of a femoral access site with a prostyle device relative to an endovascular aneurysm repair procedure. Reportedly, the footplate would not close. The ultimate method of hemostasis was not provided; however, there was no reported adverse patient sequela. No additional information was provided.